Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-jan-2025. Investigation summary - bd received one sample and five photos for investigation. A visual examination of the returned sample showed no damage. A needle was also attached to the sample, with no issues identified. Additionally, ten retained samples were visually inspected, and no issues were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® one use holder, the holder broke. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® one use holder, the holder broke. No adverse impact was reported regarding the patient or user.